Event description:
Patient called the company representative to report that they experienced an uncomfortable shock at about 3:00 am on (B)(6) 2023. This was experienced in the right side of back extending up to the right side of the shoulder. This was experienced only once and did not last more than a second. The patient was seen at the clinic and the company representative did not notice anything in clinical data viewer which showed the reported event by patient. Impedances were checked, no shorted or disconnected electrodes noted. Impedances were noted to be within range when patient was in supine position as well as when on right side. The reported event couldn't be reproduced during the clinic visit. The patient was instructed to contact saluda medical and the clinic if the reported event reoccurred.